Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. No ts or suture remain on the needle or were returned for examination. The actuator is in its post-t2 deployment position indicating a complete deployment. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. Reported complaint of simultaneous deployment cannot be confirmed. No root cause related to the manufacture of the device can be established. Further investigation is not warranted at this time. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that t1 and t2 deployed simultaneously from the fast-fix 360 curved device. T2 was removed from patient but t1 was left in-situ. Operation was completed with another fast-fix 360 curved device. There was a short delay of less than 30 minutes reported.